Event description:
Kimberly-clark received a report from (B)(6) indicating that, "a user facility trims the endotracheal tube prior to use and then has to forcefully insert "y" adapter into the tube, breaking the "y" adapter." There was no patient involvement. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. A picture of a device was included with the reported complaint and showed the distal tip of the y-adapter broken and separated from the y-adapter. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.